Event description:
It was reported by service report that the fowler drifted down. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: fowler motor.